Event description:
It was reported that a few months after implantation, the patient suddenly noticed a deterioration in symptom control. Impedances greater than 5k were observed at contacts 2 and 3 and did not change with external mechanical manipulation. Surgical intervention for troubleshooting was performed. The issue was not resolved at the time of the report, and the device remained implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The patient underwent surgical troubleshooting on (B)(6) 2026. This resolved the impedance issues. Contact 2a still showed impedances >5 ko afterward, but after several measurements, all impedances were within normal limits. Upon inspection, the proximal ring contact of the electrode in question exhibits unusual behavior. It appears to be ¿corroded¿ and also seems to differ in structure from its neighbors where it connects to the connector.

Manufacturer narrative:
Continuation of d10: product ID: b3300533m, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.